Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number k011245 and k002188.

Event description:
It was reported that the implant had to be removed during insertion because the mounting device got stuck inside the implant. The doctor reports that the procedure was not completed with another implant on the same day.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered sp 4.8mm 10m m octagon and mount were returned for investigation. Visual evaluation of the as returned product identified some signs of usage due to stuck mount. Functional testing was performed. The mount was stuck to the implant and could not be disengaged. Pre-existing condition as noted on the per was type iii (low) bone density. The implant had been placed on tooth 36 (fdi) and removed the same day. Device history record (DHR) review was completed for the subject lot number 2019011863. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019011863) was performed for similar events using keyword 'does not disengage/release' and no complaint about nonconforming products was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.